Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. See also manufacturer report number 1628664-2017-00162 for this same patient and event for the instrument as the suspect medical device.

Event description:
The customer observed a false positive troponin result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 0.381ng/ml, repeated 2 hours later as <.01ng/ml. There was no impact to patient management reported.